Event description:
The manufacturer has made numerous requests for the return of the device for evaluation. To date, no product has been returned. The end user contacted the manufacturer and stated that some medications (lopressor, narcotics, anesthesia, and antibiotics) caused "cataplexy and slight airway closure, resulting in increased work of breathing" and that "hypoventilation caused chronic anxiety". The end user also indicated that he feels the asv device functioned as designed, but he should have been prescribed a different type of device and therapy mode by his physician. He reports improvement since he was switched to another device that he feels meets his needs more effectively. The bipap autosv advanced system one device is intended to provide mask-applied non-invasive ventilatory support to adult patients (>30 kg) for the primary treatment of obstructive sleep-disordered breathing with secondary central sleep apnea or cheyne-stokes respiration (csr). The device may be used in the hospital or home. This device is not intended for life support. The use of this device is contraindicated in patients who are unable to maintain an open airway. The patient is advised to contact a health professional if symptoms of sleep apnea recur. Based on the information available, the manufacturer concludes no further action is necessary. If further information becomes available, the manufacturer will file a supplemental report if appropriate.

Event description:
The manufacturer received information alleging that an adaptive servo-ventilation (asv) mode on a bi-level positive airway pressure (bipap) device caused an end user to sustain an aortic aneurysm and aortic stenosis. The allegation was received after a press release issued by the manufacturer regarding usage of the asv mode with a defined population of users. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the user's allegation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The device was received and evaluated by the manufacturer. There were no operational issues, and the device passed all testing and operated as designed. The manufacturer concludes no further action is required.